Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during prime test due to a faulty force sensor resistor. The device had a cracked case at the display window corners, reservoir tube, and battery tube threads. The device had a scratched display window and a missing end cap sticker. The device had all buttons responding properly. No button error alarms or button anomalies noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and button error alarm. The blood glucose at the time of the incident was 131 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.